Event description:
Literature was reviewed regarding a meta-analysis review of valve-in-valve (viv) transcatheter aortic valve implantation for the deg enerated surgical perceval bioprosthesis. The study population included 29 patients (presented as 4 cases and 25 meta-analysis), 10 of whom were implanted with a medtronic corevalve, evolut r or evolut pro as the valve inside the degenerated perceval valve. Among all medtronic valve patients, adverse events included: high mean gradients of 35 mmhg in one patient and moderate paravalvular leak (pvl) in another patient. The latter patient experienced residual moderate pvl three months following the viv implant procedure and remained asymptomatic at one year post-implant. There was no statement of intervention to treat the patient. No additional adverse patient effects were noted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.